Event description:
It was reported that an alert was triggered when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD). A request for technical review was needed. Ts reviewed the device data and confirmed the device was exhibiting premature battery depletion. Ts advised to replace and return the device for analysis. The replacement window ends (B)(6) 2025 for this device. No adverse patient effects were reported. The device remains implanted to date. Additional information noted that the device was emitting beeping tones. This report is being filed to update the device codes.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that an alert was triggered when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD). A request for technical review was needed. Ts reviewed the device data and confirmed the device was exhibiting premature battery depletion. Ts advised to replace and return the device for analysis. The replacement window ends on (B)(6) 2025 for this device. No adverse patient effects were reported. The device remains implanted to date. Additional information noted that the device was emitting beeping tones. Additional information received indicated that this device was replaced on (B)(6) 2025. The device is expected to be returned.

Event description:
It was reported that an alert was triggered when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD). A request for technical review was needed. Ts reviewed the device data and confirmed the device was exhibiting premature battery depletion. Ts advised to replace and return the device for analysis. The replacement window ends march 2025 for this device. No adverse patient effects were reported. Additional information noted that the device was emitting beeping tones. Additional information received indicated that this device was replaced on (B)(6) 2025. The device is expected to be returned.

Event description:
It was reported that an alert was triggered when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD). A request for technical review was needed. Ts reviewed the device data and confirmed the device was exhibiting premature battery depletion. Ts advised to replace and return the device for analysis. The replacement window ends march 2025 for this device. No adverse patient effects were reported. The device remains implanted to date.